Manufacturer narrative:
The commander delivery system was returned for evaluation. During visual inspection, the guidewire lumen was noted cut, likely due to surgical intervention, and the inflation balloon with crimped valve was returned separately. Patient tissue with calcification was observed on the valve. The I/c (inflation to crimp) bond was noted separated. Flex tip gouges were observed. The balloon spring was slightly unraveled, likely due to surgical intervention. The balloon wings appear flared. During functional testing, gross alignment was able to be performed with no issues. The system was able to be locked and unlocked. Fine adjust was able to be performed. A subtle sensation of component interaction was felt from the handle every quarter turn. The handle was disassembled and it appeared that the 4 notches on the fine adjust knob slightly brushed the inner wall of the cover. However, the interaction had no impact on the functionality of fine adjust and no resistance was observed. The reported 'single clicking sound' was unable to be recreated. With the balloon shaft locked at the valve alignment position, the balloon shaft was able to be pulled without any slipping observed, meeting the collet engagement force specifications. Double wall thickness of the crimp balloon was taken. An out of specification measurement could make the material more susceptible to tearing and be indicative of a manufacturing non-conformance. Measured components were within specifications. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaints codes for this case. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided and the guidewire lumen was observed cut and the distal portion of the delivery system separated, likely due to surgical intervention. Imagery of the patient's anatomy showed calcification and tortuosity in the patient's access vessels. The IFU, device preparation manual, and device training manual were reviewed. During valve delivery, in a straight section of vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pass the warning marker band. To prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Engage the balloon lock. Use the fine adjustment wheel to position the valve between the valve alignment markers. Do not turn the fine adjustment wheel if the balloon lock is not engaged. Do not position the valve past the distal valve alignment marker. This will prevent proper valve deployment. Maintain guidewire position during valve alignment. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin valve deployment by unlocking the inflation device provided by edwards lifesciences. Next, begin rapid pacing; once systolic blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Then, deploy the valve by inflating the balloon with the entire volume in the inflation device provided by edwards lifesciences, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Lastly, deflate the balloon. When the balloon catheter has been completely deflated, turn off the pacemaker. During system removal, unflex the delivery system while retracting the device, if needed. Verify that the flex catheter tip is locked over the triple marker. Retract the loader to the proximal end of the delivery system and remove the delivery system from the sheath. Patient injury could occur if the delivery system is not unflexed prior to removal. Remove all devices when the act level is appropriate. Close the access site. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to the high criticality of the balloon tears, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment (pra). No product non-conformance was identified during the evaluation and the occurrence rate did not exceed control limits. In this case, the material separation occurred during delivery system withdrawal due to patient/procedural factors. A corrective action preventative action (CAPA) was previously initiated to capture additional information that currently exists in the training manuals into the instructions for use for the sapien 3 and commander delivery system. The content consisted of instructions related to device preparation and minimizing the tension in the device, which may potentially lead to delivery system damage during use. The valve alignment issue, difficulty withdrawing the delivery system and balloon tear were confirmed based on the condition of device return. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of high forces, which will impact difficulty with aligning the valve, include performing valve alignment in tortuous vasculature. Per the case notes and provided imagery, the patient had tortuosity present in the left access vessel. Performing valve alignment in a non-straight section can cause the valve to 'dive' into the lumen of the flex tip where part of the crimped valve slides into the flex tip lumen, as evidenced by the flex tip gouges observed. If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces can potentially weaken the crimp balloon and cause tension to the system. Per the training manual, 'if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary'. Due to the balloon tear, the balloon profile may have been altered during valve alignment. It is possible the delivery system profile was altered due to the balloon tear, making the device more susceptible to catching on the tip of the sheath, as evidenced by the observed flared balloon wings. Additionally, the presence of calcification and tortuosity may have contributed to non-coaxial withdrawal of the delivery system into the sheath, making the device more susceptible to catching on the sheath tip. Available information suggests patient (calcification/tortuosity) and procedural factors (withdrawal of torn balloon/non-coaxial withdrawal) contributed to the reported events.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr case, the first 26 mm s3 ultra valve and delivery system were inserted via the left transfemoral approach. There was additional resistance advancing the delivery system due to small vessel diameters, calcium and vessel tortuosity. During valve alignment, valve diving was noticed as the pusher appeared to have been advanced into the edge of the tavr valve. After relocating to a different section of the descending aorta and attempting to perform the fine adjustment step for the second time a single click sound was heard coming from the delivery system handle. The fine adjustment step was attempted a third time with no success. At this point the valve was approximately more than 2/3 loaded onto the delivery balloon. After repositioning the delivery system and multiple attempts to fully align the valve, it was decided to attempt to remove the valve, delivery system and esheath as a unit and start with new equipment. During withdrawal of the delivery system, the team was unable to bring the delivery system into the esheath. After it was realized that they were unable to bring the delivery system into the esheath they attempted to advance the delivery system, since the valve was more than 2/3 mounted onto the delivery balloon. During balloon inflation the valve never expanded and it was realized that the balloon was perforated. The team was unable to retrieve the valve and delivery system from the left groin. It was decided to proceed via the contralateral transfemoral access with a new valve.